Manufacturer narrative:
Trackwise ID: (b)(40. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope lens seems cracked, giving them a dark picture and limited light. A replacement device was used to complete the procedure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope lens seems cracked, giving them a dark picture and limited light. A replacement device was used to complete the procedure. No consequences or impact to the patient.

Manufacturer narrative:
Corrected sections: b5; h6 - patient code changed to no consequences or impact to patient trackwise # (B)(4). The device was returned to the factory on 16mar2020. An investigation was conducted on 18mar2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained, since the image showed that the crack is visible and due to that there was poor visibility. Based on the returned condition of the device and the evaluation results, the reported failures ¿crack" and "poor quality image" were confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.